Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the patient was explanted due to lack of benefit. Med-el was not contacted prior to the explantation which was carried out on a medical decision.